Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change errors occurred during the load sequence. Reportedly, there was an o-ring on the pneumatic tap preventing the cartridge from fully being installed. Customer's blood glucose level was 174-175 mg/dl. A new cartridge was loaded resolving the issue.